Event description:
Customer reported via phone call that he received a lost sensor alert. Blood glucose value was 296 mg/dl. The customer removed the sensor and it was bent. During the call the customer reported that a few nights back he experienced low blood glucose of 20 mg/dl; he treated by drinking 3 glasses of orange juice. It was found that the customer had a keypad issue and the customer choose to keep using it after he was instructed to revert to a backup plan. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing however; found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-58378.